Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation, however, a conclusive root cause was not identified.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer's investigation did not find any problems with the subject device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and a conclusive root cause could not be determined. In communication with the user facility, olympus technical support was informed by the reporter that the high intensity switch was stuck back inside the output socket. The reporter corrected the problem by manipulating the high intensity switch into normal operating condition.

Event description:
A user facility reported to olympus that the front panel led's of the device were blinking. There was no patient injury or harm, associated with the problem, reported to olympus.